Manufacturer narrative:
The territory manager reported on behalf of the hcp that the end cap of the sensor broke off during the removal procedure. All pieces of the sensor were successfully retrieved from the user.

Event description:
On february 23, 2023, senseonics was made aware of an adverse event where the sensor end cap came off during the removal procedure.